Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, during the surgery of rotator cuff repair of right shoulder joint, when inserting the anchor, two anchor was broken off, removed all the pieces from the patient. Changed another anchor, when inserting the anchor, the anchor was broken off, and broken part could not be removed. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual analysis of the returned device, determined that the tip of the anchor was broken. In addition, the anchor didn¿t present any evidence of debris. When observed the anchor under magnification, no structural anomalies could be noted. A manufacturing record evaluation was performed for the finished device lot number: 7l02779, and no non-conformances were identified. The compliant can be confirmed. Based on the information currently available. Product evaluation of the returned device indicates that this failure could be related with off axis insertion or levering during insertion. As per IFU- 109139, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Applying a bending force to the inserter, this can damage the anchor or inserter tip. In this case, it can be concluded that root cause of the failure reported is due to off axis insertion or levering during insertion phase, however; it cannot be conclusively affirmed. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer that during a rotator cuff repair procedure treating the right shoulder on (B)(6) 2021, it was observed that the 4.5 healix peek anch.w/ocord anchor device broke off upon insertion. Another like device was used to complete the procedure. There were no adverse patient consequences reported. The patient was reported to be in stable condition. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.